Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed multiple vertical cracks in the chamber dome underneath the port. The cracks exhibit a crazing pattern. Residue is present on the aluminium base at the cracks. A horizontal stress mark was also observed between the hinge bracket and the opposite port to the cracks. A lot check revealed no other complaints for lot number 140107. Conclusion: based on the inspection carried out it is likely that the damage was caused by the chamber coming into contact with a chemical solution, resulting in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber, including a check for cracks in the chamber dome. This suggests the chamber was damaged after it was released for distribution. The customer has confirmed that the subject chamber was in use for three days before a water leak was observed, which further indicates that the chamber became damaged during use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a mr290 autofeed humidification chamber leaked during use. No patient consequence was reported.